Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred during the load process. There was no impact to the patient as the malfunction occurred during pump setup and the pump was not yet being used for therapy. It was indicated that the patient would continue to use manual injections for insulin therapy until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.